Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the reported complaint that the instrument no longer works. The instrument was found with a broken curved blade. The broken piece, approximately 0.45" x 0.10" was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. .

Event description:
It was reported that during a da vinci-assisted gastric binding surgical procedure, the harmonic ace no longer would cut. The procedure was completed with no reported injury.